Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that unable to determine probable cause without further information/logs. The logs were not captured at the time of occurrence. This case may be re-opened if additional information is received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, unable to duplicate inaccuracy while performing navigated spins. Performed system checkout. System functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was unilateral and depth inaccuracies by about 2-4mm only at certain levels. Site states they took a 3d cervical scan but was unknown if it was 3dlf or not. Also confirmed that the image was inaccurate on the mobile viewing station (mvs) monitor right away. They used the inaccurate image without aborting by doing manual measurements. This was occurred intra operatively. There was no reported delay and no reported impact to patient outcome.